Event description:
Customer's husband reported that his wife received a result of 125mg/dl on her freestyle blood glucose monitor. He then reported that shortly thereafter his wife lost consciousness. Paramedics were called, and upon arrival, they received a result of 44mg/dl on an unknown brand of glucose monitor. Paramedics administered sugar intrafenously in order to stabilize glucose levels.